Event description:
The olympus representative reported on behalf of the customer that during the therapeutic procedure, a polyp was excised during normal usage when using a single use ligating device that caused unintentional bleeding from the polyp. Hemostasis was performed using a hemostatic clip and the procedure was then completed. There was no deep gripping of the handle and no problems with using the device.

Manufacturer narrative:
E1 establishment name: (B)(6). The loop on the device was not returned, however the remaining part of the device was returned and evaluated. The lot number was "31k" and the supplementary information was "11". The customer's allegations were not confirmed. There were no abnormalities such as deformation or bending on the hook. Since the loop was not returned and there was no abnormality in the operation of the slider, no abnormality could be found that lead to the reported event. The DHR with the lot number of the subject device was confirmed. No abnormalities were detected in the DHR related to the reported phenomenon. It has been over 8 months since the subject device was manufactured. Based on the investigation and available information, the exact root cause of the event could not be determined. However, a likely mechanism causing the reported event might be the following: 1) a person who was assisting with the procedure pulled the slider too much, and a polyp was mechanically resected. 2) polyp resection was performed mechanically which could cause bleeding. The instruction manual contains following warnings: - the operator of this instrument must be a physician or medical personnel under the supervision of a physician and must have received sufficient training in clinical endoscopic technique. This manual, therefore, does not explain or discuss clinical endoscopic procedures. - operation of this instrument is based on the assumption that open surgery is possible as an emergency measure if the loop cannot be detached from the instrument or if any other unexpected circumstance takes place. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual. - use this instrument in an environment equipped to accommodate open surgery and have the hospitalization plan prepared in case any problem occurs that may not be resolved endoscopically. - never use excessive force to operate the instrument. This could damage the instrument. - do not insert the instrument into the endoscope unless you have a clear endoscopic field of view. If you cannot see the distal end of the insertion portion in the endoscopic field of view, do not use it. This could cause patient injury, such as punctures, hemorrhages or mucous membrane damage. It may also damage the endoscope and/or instrument. - do not withdraw the instrument or change the angulation of the endoscope before the loop is detached from the instrument. Doing so may tear tissue inside the body cavity, resulting in patient injury, such as punctures, hemorrhages or mucous membrane damage. - do not apply unnecessary force to the loop when ligating tissue during the procedure. Excessive force applied to the loop could cut the surrounding body cavity tissue, resulting in patient injury, such as hemorrhages or mucous membrane damage. It may also damage the endoscope and/or instrument. Olympus will continue to monitor the field performance of this device.